Manufacturer narrative:
The device associated with this report was not returned. Review of the inspection records found no mfg deviations or rejections. A two-year search of the complaint database did not identify a trend for the tips breaking. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the tip of the screwdriver broke off in the screw. The tip was left in the pt after extended effort at retrieval. Surgery delayed approx 15 minutes.